Event description:
Information was received from a consumer's family regarding a patient who was implanted with a neurostimulator for bowel dysfunctional/ sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the therapy did not work and patient did not feel stimulation. She still had symptoms. The patient was seen by healthcare provider (hcp) on (B)(6), hcp changed from program 1 to program 2. The patient still did not have results. Patient was not feeling stimulation while therapy was on. There was no fall or trauma related to the issue. They switched from program 2 to program 3, up to 5.3 v but patient did not feel stimulation. They switched to program 4 and increased stim to 6.0 v without stimulation sensation. They switched to program 1 again and increased stimulation to 6.0 v without stimulation sensation. They switched to program 2 again and increased stimulation to 8.5 v without stimulation sensation. It was also reported that the patient felt heat at the implant site. It was indicated that the patient saw hcp on (B)(6) 2016 and nothing resolved. Patient still could not feel stim and it was not helping at all. The patient could feel was heat at the implantable neurostimulator (ins) site and that was it. The hcp had tried programming and changing programs and everything and nothing changed. Patient was informed by hcp that he would call the rep.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va17lxk, implanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported the same day they had the original device implanted, it was not working. The caller also stated the implant has not been working since (B)(6) 2016. The caller noted they had called the manufacturer representative (rep) and healthcare professional (hcp) numerous times. The caller stated they went to the hcp¿s office 3 times to check implant and was told they did not understand why it was not working. The caller noted the patient¿s wife has called several times and has had the run around. The caller also noted she got so mad last week to have an appointment a scheduled and two days later to see hcp. The caller noted the unit did not work since the original surgery and so they did not know how to use the patient programmer (pp). The caller noted the initial patient programming training after implant was minimal and rushed. They also stated the rep was not willing to arrange and meet with patient and wife for training on the pp. The caller added they finally had an x-ray done after she ¿blew up¿ and was told the interstim lead was not where they were suppose to be. The patient had a surgery scheduled and had surgery on (B)(6). The caller did not know if the whole system was replaced/revised or just the leads were replaced/revised. The caller noted the rep was suppose to be there to show them how to use the pp but he took off. The caller noted they had to call the rep to show them how to use the pp. The patient clarified that when they said the implant was not working the patient was not feeling sensation to urinate and did not feel any stimulation. The caller stated they did not know if it was the hcp¿s fault due to placement or device was faulty.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from healthcare provider (hcp) indicated the issue with no stim, no therapeutic benefit and heat at the implant site had been resolved. The cause of issue was due to lead migration. It was noted that the lead was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.